Event description:
Rn started an IV in the right antecubital with an 18g IV. As soon as I threaded the IV catheter into the vein, blood started leaking out of the IV tubing where it connects to the IV itself. I immediately pulled the IV out and stopped the bleeding with gauze. After I was finished with the patient I inspected the IV and found that it was a crack on the tubing. There was no injury to the patient.======================manufacturer response for bd nexiva 18g catheter, bd nexiva IV catheter (per site reporter).researching problem.